Event description:
It was reported that a transfer set would not completely connect with a titanium adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing performed included leak testing (eight psi underwater pressure test with lab connectors attached), clear passage test, integrity of seal surface test, and clamp function test. No issues were found. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.